Event description:
This report is related to previously reported complaint of noise problem reported on november 10, 2014, MFR number 2017865-2014-18958. It was reported that the atrial lead continued to exhibit noise. The patient experienced presyncope as a result of noise on the right atrial lead. During interrogation, the device was reprogrammed to ddi mode. During follow-up visit, the physician declined to make additional changes to the device and will monitor the patient.